Manufacturer narrative:
E1: Patient city: (b)(6).Patient country: Spain.Name: Medtronic MinimedStreet: 18000 Devonshire StreetCity: NorthridgeState: CAZip Code:91325Country: USA.Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose and it was corrected by corrective bolus via insulin injection event on (b)(6) 2026.